Event description:
Pt was on telemetry and had a 'leads off condition' and experienced asystole. The customer states the telemetry bed did not alarm at the central station.

Manufacturer narrative:
Philips is in the process of obtaining more info concerning this event and this complaint is still under investigation. A supplemental report will be submitted when the investigation is completed.